Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt had recently fallen and has since experienced painful stimulation. The pain is described as a constant burning sensation. The pt's device was programmed to off, after which she began to experience an increase in seizure activity. The increase in seizure activity was not an increase above pre-vns baseline frequency. The neurologoist indicated that the impedance readings for device diagnostic testing of the pt's device had always been high; however, device diagnostic testing at the time of implant is documented as being within normal limits. Revision surgery is planned. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system but was inconclusive in determining whether the electrodes were properly attached to the vagus nerve or whether the lead connector pin was properly attached to the generator.

Event description:
Additional programming history was received that provided diagnostics for the date of surgery that showed that high impedance was percent. The cause of the high impedance was likely a pin insertion issue.